Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer tried various troubleshooting steps, including using different wall adapters and charging cables, but these did not resolve the issue. Technical support decided to replace the pump and the customer reverted to manual daily injections (mdi) for continued insulin therapy.